Event description:
It was reported that the user activated a freestyle libre 3 plus sensor in the abbott app, after which the sensor could not connect to the ilet system and was therefore unavailable for ilet use. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included customer education and troubleshooting on device setup and app configuration. Investigation of this case revealed that the sensor was in use by another device, which prevented pairing with the ilet, and the user was instructed to remove the abbott app and replace the sensor to restore expected functionality. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to sensor assignment to a non-ilet device.